Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high capture threshold and high pacing impedance were observed. The lead was replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.